Event description:
12/05/1998 - catheter insertion under general anesthetic by dr at hosp, per right internal jugular, exit in subclavian. 12/27/1998 - dr (hemodialysis and nephrology dept) took the catheter out. The proximal end has been discarded. 12/29/1998 - the distal end has been taken out under scopy by radiologist. The distal end has been sent to the bacteriological lab. (Results: sterile). The pt is all right. (The catheter fractured during removal and the piece still in the pt migrated and had to be retrieved).